Event description:
Hosp personnel were treating a pt in the ICU. Reportedly, the pt had been connected to the device for approximately six hrs. When the staff attempted to set the pacing current, the device allegedly would not allow the staff to increase the pacing current, gave an audible alarm and displayed pacing leads off. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the clinician's assessment of the pt's lack of viability.